Event description:
It was reported that a pta balloon dilatation catheter had a kink in the catheter shaft just proximal to the balloon bond. Reportedly, upon further examination, a shaft break was observed at the level of the kink. The device was not used on the pt. No pt injury.

Manufacturer narrative:
The lot met all release criteria, meaning that no issues were noted during the manufacturing process or quality control inspection. This is the only complaint reported to date for this lot number. The complaint sample was returned for eval. The catheter shaft did not contain any kinks. A shaft break was located at the proximal balloon bond. The break was circumferential. The two broken pieces were being held together by the inflation/deflation lumens. The severed location of the catheter shaft contained some slight material flaring but no stretching was noted. The complaint is confirmed for a shaft break. Appropriate corrective action will be implemented. The current IFU (information for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guide wire/introducer sheath as a single unit.